Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient presented to the clinic with a driveline communication fault alarm. The ventricular assist device (vad) coordinator cleared the alarm and sent the log files for review. The alarm came back immediately. A review of the log file revealed driveline communication (a) fault. The vad coordinator checked the modular cable connection. The patient denied driveline trauma and water damage. The patient's modular cable and system controller were replaced. No alarms occurred after the exchange.

Manufacturer narrative:
Manufacturer's investigation conclusion: the heartmate 3 system controller (serial number: (B)(6) was returned for evaluation following the reported event of driveline communication fault alarms. The returned system controller was functionally tested and was found to perform as intended. Extracted log files from the controller were reviewed, and no atypical events regarding the controller were observed. The reported event was isolated to the returned modular cable. The device history records were reviewed and the records revealed the heartmate 3 system controller (serial number: (B)(6) was manufactured in accordance with manufacturing and qa specifications. Heartmate 3 instructions for use (rev. C) section 8 entitled ¿caring for the equipment¿ and heartmate 3 patient handbook (rev. D) section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. Heartmate 3 instructions for use (rev. C) section 7 entitled ¿alarms and troubleshooting¿ and heartmate 3 patient handbook (rev. D) section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms. Heartmate 3 patient handbook (rev. D) section 10 and heartmate 3 instructions for use (rev. C) section f, both entitled ¿safety checklists¿, provide checklists to assist the patient in performing routine maintenance of heartmate 3 lvad. This section also informs the user to replace any equipment or system component that appears damaged or worn. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.